Event description:
It was reported to (B)(6) medical care via fax that aspiration and/or flushing was not possible when using the tego connectors. There were no problems when tego connectors were removed. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".